Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an unknown product. Rep said the hcp called them today and said they needed to do a revision. The rep has no further information, but speculates pocket discomfort. Additional information was received by the rep who said the revision is not scheduled until (B)(6), 2018. No device issue and no further patient complications have been reported as a result of this event.